Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file shows two shock events that were user discharged. The user stopped CPR, charged the device, delivered energy, and resumed CPR on both instances. The event in question was user initiated whether intentional or unintentional. This investigation is closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self-discharged without any user interaction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.